Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported no video/error msg, scope not conn. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50922) which was submitted. Therefore, MDR (9610877-2022-00345) filed on february 23, 2022 is considered a duplicate report.